Manufacturer narrative:
No patient information to date after calls to customer 11/24/2020, 11/25/2020, and 11/30/2020. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported an error that caused a loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no report of patient injury.